Event description:
The surgeon reported the probe could not be removed due to the tightness of the trocar. The surgeon removed both the trocar and the probe simultaneously to prevent injury. No pt injury was reported.

Manufacturer narrative:
No samples were returned for evaluation. The root cause of the event cannot be determined in this investigation. (B) (4). (B) (4). (B) (4).